Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation with two 225cc mentor memorygel breast implants on (B)(6) 2010, suffered spontaneous right breast implant rupture, post-procedure. The rupture was discovered during implant explantation surgery on (B)(6) 2020. It was reported that there was no instrument damage involved and a mammogram taken on (B)(6) 2020 reported negative and no evidence of malignancies. As a result, the patient was replaced bilaterally with two non-mentor implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (5953415). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).